Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously had t wave oversensing and was reprogrammed. T wave oversensing was again observed via merlin.net. Programming changes were made and the issue was resolved. The patient had no issues and was not symptomatic.